Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v390371, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v391124, implanted: (B)(6) 2010, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37092, lot# 236730002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3888-45, lot# v235030, implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3888-33, lot# v296978, implanted: (B)(6) 2012, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) the patient experienced three to four falls a week, and hadn't felt stimulation on the left side in a while. An impedance check was performed which showed electrodes 0-7 were greater than 10,000, but all contacts with extensions were intact. The rep. Attempted high frequency stimulation without success. The physician planned on revising the leads and replacing with an MRI compatible system, but it hadn't been scheduled yet. At the current time the issue was not resolved. Relevant medical history includes spinal pain.